Event description:
A customer reported obtaining unexpected negative reactions on the 3-cell antibody screening assay on the galileo echo when using capture-r ready screen (3), lot r214.

Manufacturer narrative:
Image result files were reviewed by an immucor technical support specialist. The instrument resulted all three test wells as negative. Visually, cells 1 and 2 appeared to have adherence around the diffused cell buttons. The customer received a new lot (r218) of plates and when the samples were tested using the new lot, the sample resulted as positive (2-3+) with cell 3 which is the jka+, jkb- cell. In-house testing of retention product was performed by the product investigation laboratory. The presence of the jka antigen was confirmed. Retention product performed as expected. No product deficiencies were identified.